Event description:
It was reported that prior to using bd max¿ enteric bacterial panel, one kit arrived without a label. No patient impact reported. The following information was provided by the initial reporter: "the packaging is normal and has not been opened, but there are no labels on the packaging."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3007420875-2023-00074 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that prior to using bd max¿ enteric bacterial panel, one kit arrived without a label. No patient impact reported. The following information was provided by the initial reporter: "the packaging is normal and has not been opened, but there are no labels on the packaging."

Manufacturer narrative:
D.5. Medical device type: ooi, pch. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.